Event description:
A nurse reported that the knife would not penetrate the cornea during surgery. The procedure was completed with no harm to the patient.

Manufacturer narrative:
The device history records for the component lot was reviewed. Unrelated processing anomalies were found during the review. The associated lot was mitigated and released based on the manufacturer's acceptance criteria. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).